Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was out of specification, the gasket was protruded into the screen display area causing the screen to be hard to read. It was also noted that the upper case, lower case and side bail covers were broken, the battery release, ring cover, heart block, battery drawer and battery drawer o-ring were contaminated, the battery contacts were compressed, the ring was bent, the keyboard was scratched, and the battery flex was corroded. (B)(4).

Event description:
It was reported the membrane in the screen display area and ventricular adapter are broken. It was also reported the screen is unreadable. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the membrane in the screen display area and ventricular adapter are broken. It was also reported the screen is unreadable. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.